Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the (B)(4) device was returned along with the tyvek but the blister was not returned for analysis. Upon visual inspection of the tyvek, it was observed that a piece of blister was broken and still adhered to it. Due to the damages found on the blister, a possible cause for this condition is improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. All "ees" product is 100% inspected prior to release. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. Performed by hugo serrano. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, while trying to open the sterile packaging, the package was exceptionally hard to open. It tore and the staff dropped the package on the floor. There was concern about the sterility of the device. A second like device was used to complete the procedure with no patient consequences reported. The device will be returned.